Event description:
It was reported, "the 10mm exeter bone plug was connected to the straight exeter bone plug introducer, and then introduced into the femur. Doctor proceeded to tap at the back of the introducer and when he removed the introducer, there were pieces of bone plug attached to the introducer. The remaining debris were removed to and surgeon's knowledge and a new plug was opened and introduced successfully."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded at the hospital. If additional information becomes available, it will be submitted in a supplemental report.